Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping"), device dislocation ("migration of essure device location of device: uterus, salpingectomy (one side removal of fallopian tube)") and fallopian tube cyst ("tubal and ovarian cysts") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen from 20-jun-2011 to 20-sep-2011 and ortho tri-cyclen from 2008 to 1-jul-2010. Concomitant products included medroxyprogesterone (depo provera) from 20-jun-2011 to 20-sep-2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 12 days after insertion of essure, the patient experienced migraine ("migraines"), headache ("headaches"), weight increased ("weight gain/weight gain / loss") and weight fluctuation ("weight gain / loss"). On (B)(6) 2011, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube cyst (seriousness criterion medically significant), arthralgia ("severe hip pain"), breast pain ("mastalgia"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), mood swings ("mood swings/mood swings"), night sweats ("night sweats/night sweats"), abdominal distension ("bloating/bloating"), urinary tract infection ("urinary tract infections"), increased tendency to bruise ("easily bruised"), vaginal infection ("chronic vaginal infections"), fatigue ("chronic fatigue"), palpitations ("heart palpitations"), heart rate irregular ("irregular heart beat"), flank pain ("severe left flank pain") and breast tenderness ("breast tenderness"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (total hysterectomy and unilateral salpingectomy on (B)(6) 2016) and surgery (underwent a left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fallopian tube cyst, arthralgia, breast pain, dysgeusia, ovarian cyst, urinary tract infection, increased tendency to bruise, vaginal infection, dyspareunia, fatigue, palpitations, heart rate irregular, weight increased and flank pain outcome was unknown, the device dislocation, migraine, headache, mood swings, night sweats, abdominal distension, breast tenderness, urinary tract disorder, bladder disorder, allergy to metals, vaginal discharge, weight fluctuation and pelvic pain had resolved and the dysmenorrhoea, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, bladder disorder, breast pain, breast tenderness, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, flank pain, headache, heart rate irregular, increased tendency to bruise, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, palpitations, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: on (B)(6) 2013 the plaintiff underwent a left salpingo-oophorectomy, during which her left fallopian tube and ovary were both removed. However, despite having surgery, plaintiff's symptoms persisted and, as a result, on (B)(6) 2016 she underwent a total hysterectomy and right salpingectomy, during which her uterus, cervix, and right fallopian tube were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes.; in (B)(6) 2013: tubal and ovarian cysts on the left side most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: dob added. Event "breast tenderness, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migration of essure device location of device: uterus, nickel allergy, pain, vaginal discharge and weight gain / loss incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping"), device dislocation ("migration of essure device location of device: uterus, salpingectomy (one side removal of fallopian tube)") and fallopian tube cyst ("tubal and ovarian cysts") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia and hypertension. Previously administered products included for an unreported indication: ortho tri-cyclen from (B)(6) 2011 to (B)(6) 2011 and ortho tri-cyclen from 2008 to (B)(6) 2010. Concurrent conditions included uterine fibroid, perineal pain, chronic cervicitis and nabothian cyst. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced mood swings ("mood swings/mood swings"), night sweats ("night sweats/night sweats"), breast tenderness ("breast tenderness") and loss of libido ("loss of sex drive"). On 1-jul-2011, the patient experienced migraine ("migraines"), headache ("headaches"), weight increased ("weight gain/weight gain / loss") and weight fluctuation ("weight gain / loss"). On (B)(6) 2011, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube cyst (seriousness criterion medically significant), arthralgia ("severe hip pain"), breast pain ("mastalgia"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), abdominal distension ("bloating/bloating"), urinary tract infection ("urinary tract infections"), increased tendency to bruise ("easily bruised"), vaginal infection ("chronic vaginal infections"), fatigue ("chronic fatigue"), palpitations ("heart palpitations"), heart rate irregular ("irregular heart beat") and flank pain ("severe left flank pain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with antibiotics, surgery (total hysterectomy and unilateral salpingectomy on (B)(6) 2016), surgery (total hysterectomy and unilateral salpingectomy on (B)(6) 2016) and surgery (underwent a left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fallopian tube cyst, arthralgia, breast pain, dysgeusia, ovarian cyst, urinary tract infection, increased tendency to bruise, vaginal infection, dyspareunia, palpitations, heart rate irregular, weight increased, flank pain and loss of libido outcome was unknown, the device dislocation, dysmenorrhoea, migraine, headache, mood swings, night sweats, abdominal distension, fatigue, breast tenderness, urinary tract disorder, bladder disorder, allergy to metals, vaginal discharge, weight fluctuation and pelvic pain had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, bladder disorder, breast pain, breast tenderness, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, flank pain, headache, heart rate irregular, increased tendency to bruise, loss of libido, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, palpitations, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: on (B)(6) 2013 the plaintiff underwent a left salpingo-oophorectomy, during which her left fallopian tube and ovary were both removed. However, despite having surgery, plaintiff's symptoms persisted and, as a result, on (B)(6) 2016 she underwent a total hysterectomy and right salpingectomy, during which her uterus, cervix, and right fallopian tube were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes.; in (B)(6) 2013: tubal and ovarian cysts on the left side concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, migraine, ovarian cyst, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs+mr received- new event loss of sex drive, outcome of fatigue updated to recovered / resolved, reporter, concomitant and historical condition, concomitant medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping") and fallopian tube cyst ("tubal and ovarian cysts") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube cyst (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), arthralgia ("severe hip pain"), menorrhagia ("abnormally heavy menstrual bleeding"), breast pain ("mastalgia"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), migraine ("migraines"), headache ("headaches"), mood swings ("mood swings"), night sweats ("night sweats"), abdominal distension ("bloating"), urinary tract infection ("urinary tract infections"), increased tendency to bruise ("easily bruised"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), palpitations ("heart palpitations"), heart rate irregular ("irregular heart beat"), weight increased ("weight gain") and flank pain ("severe left flank pain"). The patient was treated with surgery (total hysterectomy and right salpingectomy on (B)(6) 2016) and surgery (underwent a left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fallopian tube cyst, dysmenorrhoea, arthralgia, menorrhagia, breast pain, dysgeusia, ovarian cyst, migraine, headache, mood swings, night sweats, abdominal distension, urinary tract infection, increased tendency to bruise, vaginal infection, dyspareunia, fatigue, palpitations, heart rate irregular, weight increased and flank pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, breast pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, flank pain, headache, heart rate irregular, increased tendency to bruise, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, palpitations, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2013 the plaintiff underwent a left salpingo-oophorectomy, during which her left fallopian tube and ovary were both removed. However, despite having surgery, plaintiff's symptoms persisted and, as a result, on (B)(6) 2016 she underwent a total hysterectomy and right salpingectomy, during which her uterus, cervix, and right fallopian tube were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2011: full occlusion of fallopian tubes.; in (B)(6) 2013: tubal and ovarian cysts on the left side. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.